Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the silicone part of an opt544 optiflow nasal cannula "broke when trying to put the interface on the patient". This incident occurred before use on a patient.

Manufacturer narrative:
(B)(4). The opt544 optiflow nasal cannula is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt544 nasal cannula interface was returned to fph in (B)(4) for visual inspection. Results: it was observed that the nasal prong has broken at the left side of the nasal interface connection point. There was no stress mark at the right side of the nasal interface to indicate a weak point on the interface. A lot check was not performed as no lot information had been provided. Conclusion: we were unable to conclude definitively the root cause of the reported fault. However, the nature of the damage observed is likely to be over-tightening of the head strap of the interface. The opt544 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic manifold. The cannula is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. Those that fail are rejected. The opt544 optiflow nasal cannula user instructions indicate in pictorial form the correct set-up and fitting of the device to the patient. (B)(4).